Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Brand name is unknown as it was not provided, model no. Is unknown as it was not provided, serial no. Is unknown as it was not provided, unique identifier (UDI#) is unknown as lot no. Was not provided, manufacturer date is unknown as lot no was not provided. The handpiece was not returned, the phaco console was evaluated by a field service engineer. The field service was not able to duplicate the issue. A field service checklist was performed. The unit complied with all factory settings. No evaluation could be performed as the product was not returned. The serial number of handpiece was not provided; therefore, the manufacturer record could not be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a clog during a cataract procedure using a phaco handpiece. A description from the surgery center reported poor vacuum performance in segment removal. The handpiece became occluded during use; however, the surgeon was able to clear it. There was no patient injury. The procedure was completed.